Event description:
Terminally ill pt with acquired immuno deficiency syndrome receiving palliative care. Death of pt considered eminent. Reported that there had been an error in setting the syringe pump, that it had been set to 20mm/hour instead of 2mm/hour.